Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. The date of this was noted to be the date of implant. The stimulator didn't seem to work for her. No falls or trauma were related. It was then noted that she has smacked the implantable neurostimulator (ins). She has hit the ins but nothing major. She had not checked the device with the patient programmer (pp) and had not recharged in 3 months. It was noted that she did have the ability to change stimulation. She was never given new programs; she just adjusted what she had. The patient felt like she was on drugs with the ins. She would turn it up for the pain which lessened it a little bit but it wasn't worth the relief to keep it. It was like snorting (B)(6). She felt hyper or high. When it was turned down, it felt like going through withdrawals. It made her anxious and she wanted to yank it out. She had not expected this as she had not experienced this during the trial. It was noted that the only time she had met with a manufacturer representative (rep) was after implant when it was turned on. She only saw the rep for getting settings. She also believed the anchor on the stimulator had flipped. The date of this was noted to be a couple months ago. She went back to the doctor who declared the skin was just fine. She was trying to get the ins out of her. She really didn't like it. She thought the anchor was flipped because the ins was on her spine and was causing pinched nerves and a lot of pain. It was anchored to the rib and they usually put it on the hip. Since she was skinny, the doctor was afraid to put it on her hip as her pants would wear through her skin. She had a thin line of skin where the incision was. She could feel the spine through the skin and there was almost no skin. The glue from the lower incision had come undone so when it healed the skin was very thin. Both scars were very thin. The ins didn't come through but she was afraid the incision was going to open again. The patient experienced pinched nerves and the pain was mild and had gotten worse. There was a really small bump over the spine and she didn't know if it w as wires. It didn't feel like part of the spine. The ins was not sitting right. She accidently scratched and there was a small scab over the incision. Last wednesday ((B)(6) 2015) she went to the emergency room because she couldn't walk. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the reported issues, and if they were resolved. This event will be updated if additional information is received.